Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms. Customer's blood glucose value was 590 mg/dl at time of incident. Customer's current blood glucose value was 422 mg/dl. Customer stated that they had having difficulties with blood glucose. Customer was unable to further troubleshoot for high readings. The product was not returned for analysis.